Event description:
The manufacturer received information alleging a ventilator was delivery low pressure and did not alarm after the local power company caused two power surges. There was no harm or injury recorded. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.